Event description:
The user facility reported an impella cp on a male patient requiring mechanical circulatory support. It was reported that the patient developed ischemia on the impella side. There were additionally 2 sheaths in the arterial/impella side. A crossover bypass was not possible and therefore the patient was escalated to an impella 5.0 via axillary access.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not returned for evaluation nor was sufficient clinical details provided to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.